Event description:
The customer reported that the insulin pump was going crazy and the screen was scrolling. The caller removed the battery and had a battery error alarms. The blood glucose reading was 226mg/dl. The customer was having keypad issues. Advised the caller to discontinue use of the device. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.(B)(4)

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm or screen scrolling noted. Insulin pump received with cracked lcd window and cracked reservoir tube lip.